Event description:
Ous MDR - after an implantation period of about 7 months, oversensing without inappropriate therapy was reported via home monitoring. The patient was hospitalized and the lead was replaced on 17. September 2014. A suspected insulation defect was observed. The lead was later returned to biotronik. No adverse patient side effects have been reported.